Event description:
New information received notes that another instance of wide qrs was observed. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was non-sustained rv oversensing when the patient presented in-clinic for a scheduled evaluation. The device was double-counting a wide qrs. The patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored with regular follow-up.